Manufacturer narrative:
Investigation findings code c20: the device remains implanted and is not available for analysis. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Investigation conclusions code d1103: the "pushing up" technique used by the physician is not included in the gore® excluder® aaa endoprosthesis instructions for use, and the decision to use this technique may have contributed to the coverage of the internal iliac artery. Investigation conclusions code d12: it should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® aaa endoprosthesis that may occur include, but are not limited to, dissection and improper component placement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. When deploying a contralateral leg component in the left side, the internal iliac artery (iia) was unintentionally covered by the device. The physician attempted to fix this using gore® dryseal flex introducer sheath, gore® molding & occlusion balloon catheter, and micro catheter (and micro sheath and balloon). However, it did not succeed. Eventually, the physician abandoned the left iia, and ballooning for the contralateral leg was performed. At that time, the distal end of the contralateral leg expanded and blood flow into the left iia recovered. On the final angiography, dissection was suspected in the left external iliac artery around the iliac bifurcation, thus, a bare-metal stent was additionally placed in the dissected site. The patient tolerated the procedure. Reportedly, the suspected dissection occurred during the attempt to address the unintentional coverage of the left iia. The reporting physician commented as follows: the contralateral leg was deployed while pushing it up, but it was not sufficient.